Event description:
It was reported that patient underwent a leg procedure on (B)(6) 2009. Subsequently, radiographs revealed that the tibial stem had fractured. As of this date, no revision procedure has occurred.

Manufacturer narrative:
Event date - no revision procedure has occurred. Explanted date - device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."